Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm and excessive delivery alarm on the insulin pump. The customer's blood glucose level was 219 mg/dl. The troubleshooting was performed. The customer was advised to returned the insulin pump with battery and zero out the basal rates. The customer was advised to discntinued the used of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)